Event description:
Information was received from a consumer regarding a patient receiving prialt (25 mcg/ml) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2024, the patient reported that their pump was alarming every 15 minutes since they had a thoracic lumbar MRI on (B)(6) 2024. Per the patient, it was alarming like ¿4 sets of 2 beeps¿ and had not worked since then. The patient stated they are not getting any pain medication and they would like the pump to work and notbe frozen up inside them. Additional information was received later the same day from a healthcare provider (hcp) via a company representative who reported that following the MRI the patient reported experiencing withdrawal symptoms and the pump had been alarming since, until 12-jun-2024, which was when it was interrogated and recorded the motor stall recovery message in the logs. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had an MRI, and the pump was not interrogated after the MRI. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.